Event description:
Info received indicates the brake will not hold on the foot end of the stretcher.

Manufacturer narrative:
The tech found the shoulder bolt and lock nut missing from the brake cam. The tech replaced the hardware to repair the stretcher.